Manufacturer narrative:
The e601 module serial number was (B)(6). The competitor method was abbott. Calibration and qc were acceptable. The sample was requested for investigation.

Event description:
The initial reporter questioned a positive result for 1 patient sample tested for elecsys rubella igg (rubella igg) on a cobas e 601 module. The initial result from the e601 module was 28 iu/ml (positive). The sample was repeated in another laboratory by a competitor method and the result was "negative." The specific result was not provided. The customer repeated the sample on the e601 module with a result of 30 iu/ml (positive).

Manufacturer narrative:
The sample was received for investigation and tested on a cobas e 601 module with rubella igg reagent lot 764051 and rubella igm reagent lot 786428. Rubella igg: 30.65 iu/ml (positive). Rubella igm: 0.220 coi (negative). The sample was tested further using the platelia and mikrogen methods and a neutralization assay. Platelia rubella igg: 5.41 ie/ml and 4.90 ie/ml (elevated level, though negative interpretation) mikrogen recomblot rubella igg: positive. Neutralization assay: results suggest the presence of specific anti-rubella igg antibodies. Based on the results produced during the investigation the patient sample is likely correctly positive for rubella igg. The investigation did not identify a product problem.